Manufacturer narrative:
Age at time of event: over 18 years. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device stuck on the wire. A jetstream® xc atherectomy catheter was selected for a atherectomy procedure in the superficial femoral artery. Ablation was completed, upon removal it was noticed that the device got stuck on a non-bsc guidewire and the motor was not operating in rex mode. The physician cut the shaft of the jetstream and then was able to remove the device from the patient's body. There were no patient complications and the patient's condition was fine.